Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2016-12-012 reporting that they had notified everyone there was to notify about this problem. It was reported that the product worked great and it was not the problem. It was stated that the dates related to this issue were (B)(6) 2016. The consumer stated that to date ¿nothing¿ had been done to help them resolve the pain in their abdomen. Additional information was received from a consumer on 2016-12-13 reporting that they woke up post-implant on (B)(6) 2016 they felt pain in their stomach. The health care professional (hcp) wanted to do an MRI of the lumbar spine to investigate the lead wires. The patient did not have a managing hcp. The stomach pain was sudden on (B)(6) 2016. The MRI was due to a problem with the device or therapy. The patient was directed to have the MRI facility contact technical services for eligibility information.

Event description:
Additional information was received from the patient that reported that the MRI was not performed due to the implant. The patient stated that something is most definitely wrong and the patient is looking to have the system removed as soon as possible.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported the trial went great but the permanent implant didnt because the minute they woke up from implant they had pain in the lower right abdomen. Due to the pain the consumer was kept in the hospital for 2.5 days. The consumer still had the pain but it wasnt as bad as it was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-aug-09. The rep stated that the patient was scheduled to have their device surgically replaced. The rep did not know why it was being replaced or why the patient¿s managing physician is. The rep was contacted by the surgery scheduling department which is whythey are aware of the event. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.